Event description:
Following pump replacement (see MFR's report # 3004209178-2010-04063), the pt was admitted to the hospital due to an altered mental state. It was thought that the pt may have had a seizure as well. The doctors determined that this was because the pt's oral baclofen dosage had not been decreased when his new pump began delivering the intrathecal lioresal. The pt's oral baclofen dosage was decreased and the issue was resolved. The pt was discharged the next day. It was later reported that the neurologist had thought that the pt's seizure on (B) (6) 2010 may have been medication related. The duration of the possible seizure was unclear making it difficult to confirm if the pt did indeed have a seizure. An eeg was performed on (B) (6) 2010 and the results were "normal with no evidence of seizure." The pt has not had any other problems related to his medication.

Manufacturer narrative:
(B) (4).